Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint. Litigation alleges that the patient suffers from pain, discomfort, and inflammation update 11/21/2012 - patient's medical records were received and are available on an external hard drive. Part/lot information was identified. Update (B)(4) 2013 - the complaint has been reopened because the patient was revised on (B)(6) 2013 to address chronic pain. Ion levels were also believed to be elevated but this is unverified by the rep. There is no new information that would change the MDR decision. Update ad 12 jun 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets. In addition to what were previously alleged, ppf alleges metal wear, metallosis and elevated metal ions. Added account name, facility name, patient harms, expiration date of head and liner and updated patient's initials. Corrected event date. Added stem on ip due to the alleged elevated metal ions. Doi: (B)(6) 2009 - dor: (B)(6) 2013, (right hip).